Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 5ml syringe luer-lok¿ tip experienced foreign matter within the fluid path. The following information was provided by the initial reporter: a particle seemed to be stuck to the syringe. Medication was not administered.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-jul-2022. H6: investigation summary: three sample and two photos were provided to our quality team for investigation. A visual inspection was performed and one syringe was observed to have a cold weld present on the barrel roof near the tip. Potential root cause for the cold weld defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1342180 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 1342180. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd 5ml syringe luer-lok¿ tip experienced foreign matter within the fluid path. The following information was provided by the initial reporter: a particle seemed to be stuck to the syringe. Medication was not administered.